Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 49 months with no record of factory service during this period. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cranial surgery, the ad03 along with em100 and a non mdt perforator did not stop and perforated the dura mater. It was also reported there was a 10-minute delay in procedure. Upon follow up, it was confirmed that the delay was for the surgeon to get a back up device. The case was completed with no other non-routine activities and the patient sustained no other injuries post-surgery.